Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2020-33493.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 3006705815-2020-33493. It was reported the patient had been without effective therapy for approximately 4 months. Patient denied any falls or trauma. Diagnostics indicated high impedance readings on all lead contacts. Leads were explanted and replaced which addressed the issue.